Event description:
The physician states that a 65 year old female presented for esophageal ligation. With the band cylinder placed on the endoscope, the endoscope was placed down the esophagus. Once in position the trip wire was pulled to employ the band. The bead on the distal trip wire detached and the cylinder came off the endoscope into the patient's stomach. The cylinder was retreived using the tip of the endoscope. The procedure was completed using the same cylinder with a new tip wire. The patient ws discharged without obvious consequenceinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.